Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from the healthcare provider (hcp) regarding a patient receiving intrathecal baclofen (unknown) and fentanyl via an implantable pump for non-malignant pain. The hcp reported that the patient presented to the intensive care unit (ICU) yesterday and they would like to have the pump "deactivated." The hcp stated that patient's condition "could be" related to an issue with the pump or therapy but provided no other details. The issue was not resolved through troubleshooting. The hcp was redirected to the national answering service.